Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd vacutainer® one use holder was found with no label or missing label information ( all packaging levels). The following information was provided by the initial reporter: material no. 364815, batch no. Unknown. It is reported by customer online documentation on [gudid] for product is incorrect.

Event description:
It was reported that the bd vacutainer® one use holder was found with no label or missing label information ( all packaging levels). The following information was provided by the initial reporter: material no. 364815, batch no. Unknown. It is reported by customer online documentation on [gudid] for product is incorrect.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0057637. D4: medical device expiration date: na. H4: device manufacture date: 2020-02-26. H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect/ missing documentation with the incident lot was observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined that the root cause of the indicated failure mode was attributed to an inconsistency with the global unique device identification database (gudid) (FDA database for medical devices with a UDI). An indication of prescription use rx = ¿yes¿ for bd vacutainer one-use holder (material # 364815) where the customer indicated ¿no rx¿ on the packaging, gudid requires an ¿rx¿ on the packaging. A correction was made and submitted to FDA database to remove the ¿rx¿ only from the FDA database because this is a pre -amendment device. Product labeling for material 364815 and gudid FDA database are now in agreement.